Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: uterus/ malposition of essure device location of device: uterus per notes\the longest segment has a spring embedded in the soft tissue') and pelvic pain ('pelvic pain/chronic') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel syndrome. Previously administered products included for birth control: ortho cyclen from 2006 to 2010. Concurrent conditions included fibroids. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: uterus/ malposition of essure device location of device: uterus per notes\the longest segment has a spring embedded in the soft tissue"). In 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), menometrorrhagia ("metromenorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and left salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, pelvic pain, device expulsion, dysmenorrhoea, abdominal pain, menorrhagia, dysfunctional uterine bleeding, menometrorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, embedded device, menometrorrhagia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2013 (previously reported) and (B)(6) 2011. On (B)(6) 2012, plaintiff had underwent additional surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. X-ray - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal). Onset date of event device expulsion, embedded device were updated. Medical history, historical drug, lab data, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: uterus/ malposition of essure device location of device: uterus per notes\the longest segment has a spring embedded in the soft tissue') and pelvic pain ('pelvic pain/chronic') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel syndrome. Previously administered products included for birth control: ortho cyclen from 2006 to 2010. Concurrent conditions included fibroids. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: uterus/ malposition of essure device location of device: uterus per notes\the longest segment has a spring embedded in the soft tissue"). In 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), menometrorrhagia ("metromenorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and left salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, pelvic pain, device expulsion, dysmenorrhoea, abdominal pain, menorrhagia, dysfunctional uterine bleeding, menometrorrhagia and vaginal haemorrhage had not resolved. The reporter considered abdominal pain, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, embedded device, menometrorrhagia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2013 (previously reported) and (B)(6) 2011. On (B)(6) 2012, plaintiff had underwent additional surgeries. Discrepancy in patient's symptoms - patient states "had no symptoms, just loss of organs due to essure, could have been very bad as essure cut blood supply off to ovary". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. X-ray - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: plaintiff fact sheet received. Reporter added. Outcome of events was updated as "not recovered" post essure removal (previously reported as unknown). Rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: uterus/ malposition of essure device location of device: uterus per notes\the longest segment has a spring embedded in the soft tissue') and pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroids. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and menometrorrhagia ("metromenorrhagia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterus/ malposition of essure device location of device: uterus per notes\the longest segment has a spring embedded in the soft tissue"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and left salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, pelvic pain, device expulsion, dysmenorrhoea, abdominal pain, menorrhagia, dysfunctional uterine bleeding and menometrorrhagia outcome was unknown. The reporter considered abdominal pain, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, embedded device, menometrorrhagia, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure implant date on (B)(6) 2013. (Previously reported) and on (B)(6) 2011. On (B)(6) 2012, plaintiff had underwent additional surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray: on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: new pfs and mr received- new events added: malposition of essure device location of device: uterus per notes, dysfunctional uterine bleeding, metro menorrhagia. Reporters information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: uterus/ malposition of essure device location of device: uterus per notes\the longest segment has a spring embedded in the soft tissue') and pelvic pain ('pelvic pain/chronic') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel syndrome. Previously administered products included for birth control: ortho cyclen from 2006 to 2010. Concurrent conditions included fibroids. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: uterus/ malposition of essure device location of device: uterus per notes\the longest segment has a spring embedded in the soft tissue"). In 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), menometrorrhagia ("metromenorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and left salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, pelvic pain, device expulsion, dysmenorrhoea, abdominal pain, menorrhagia, dysfunctional uterine bleeding, menometrorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, embedded device, menometrorrhagia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2013 (previously reported) and (B)(6) 2011. On (B)(6) 2012, plaintiff had underwent additional surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. X-ray - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2013. (Previously reported) and (B)(6) 2011. On (B)(6) 2012, plaintiff had underwent additional surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified) performed. Result unknown.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received: event injury was updated to events: pelvic pain, dysmenorrhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.